Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing. R-wave amplitudes were higher than 20mv. The device sensitivity was reprogrammed. The defibrillator is still in use. No further patient complications were reported as a result of this event.